Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of fundus, on top of uterus"), device expulsion ("migration of essure to fundus"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal cancer ("rare vaginal cancer: vaginal non-hodgkin´s lymphoma stage 4 large b cell"), non-hodgkin's lymphoma stage IV ("rare vaginal cancer: vaginal non-hodgkin´s lymphoma stage 4 large b cell"), gallbladder disorder ("gallblader issue") and neuropathy peripheral ("neuropathy in both feet (after chemotherapy)") in a (B)(6) female patient who had essure (batch no. 857600) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's past medical history included knee operation in (B)(6) 2009 and laparoscopic uterine nerve ablation. Previously administered products included for an unreported indication: progesterone from 2006 to 2011 and yasmin in 2006. Concurrent conditions included (B)(6). Concomitant products included aciclovir (acyclovir alpharma [aciclovir]) from (B)(6) 2014 to (B)(6) 2014, pantoprazole (protonix) from 2014 to 2016 and potassium from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysgeusia ("couldn't taste food"), dyspareunia ("painful intercourse, very tender"), bacterial vaginosis ("bacterial vaginosis infections") and tooth disorder ("dental issues"). In (B)(6) 2012, the patient experienced periarthritis ("frozen shoulder"). In (B)(6) 2012, the patient experienced back pain ("back pain"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"), abdominal distension ("bloating") and headache ("headaches"). In 2012, the patient experienced migraine ("aura migraines"), anxiety ("anxiety"), depression ("depression") and urinary tract infection ("urinary tract infections"). In (B)(6) 2012, the patient experienced alopecia ("hair loss which progressively got worse") and rash macular ("blotchy skin"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic cramping / pelvic pain where radiation occurred /severe cramping"), visual impairment ("vision problem") and fatigue ("profound chronic fatigue"). On (B)(6) 2014, the patient experienced vaginal cancer (seriousness criterion medically significant) and non-hodgkin's lymphoma stage IV (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced hair disorder ("hair is different take biotin (post chemo)") and neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia. In (B)(6) 2015, the patient experienced neck pain ("horrendous neck") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced onychoclasis ("brittle fingernails") and dyspepsia ("digestive issues"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), myopia ("nearsighted"), rash ("horrible rash"), irritable bowel syndrome ("ibs"), gait disturbance ("walk with limp"), arthralgia ("chronic pain severe pain in left hip / joint pain"), back disorder ("back issue"), bacterial infection ("bacterial infection"), food allergy ("food sensitivities"), blindness ("vision loss"), abdominal pain ("abdominal pain"), uterine inflammation ("inflammation in my uterus"), urticaria ("my skin had hives"), adenomyosis ("adenomyosis") and pain in extremity ("calves pain/leg pain"). The patient was treated with lorazepam (ativan), hydromorphone hydrochloride (dilaudid), hydrocodone, cortisone, surgery (total hysterectomy, bilateral salpingo-oophorectomy), surgery (ablation), radiation therapy (chemotherapy and radiation) and surgery (gallbladder removed). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, dysfunctional uterine bleeding, gallbladder disorder, onychoclasis, vaginal discharge, dysgeusia, dyspareunia, alopecia, rash macular, weight increased, back pain, depression, abdominal distension, headache, urinary tract infection, pelvic pain, visual impairment, myopia, fatigue, dyspepsia, neck pain, musculoskeletal pain, rash, irritable bowel syndrome, gait disturbance, hair disorder, back disorder, bacterial infection, food allergy, blindness, abdominal pain, uterine inflammation, urticaria, pain in extremity and neuropathy peripheral outcome was unknown and the vaginal cancer, non-hodgkin's lymphoma stage IV, bacterial vaginosis, tooth disorder, migraine, periarthritis, anxiety, arthralgia and adenomyosis had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back disorder, back pain, bacterial infection, bacterial vaginosis, blindness, depression, device expulsion, dysfunctional uterine bleeding, dysgeusia, dyspareunia, dyspepsia, fatigue, food allergy, gait disturbance, gallbladder disorder, hair disorder, headache, irritable bowel syndrome, migraine, musculoskeletal pain, myopia, neck pain, neuropathy peripheral, non-hodgkin's lymphoma stage IV, onychoclasis, pain in extremity, pelvic pain, periarthritis, rash, rash macular, tooth disorder, urinary tract infection, urticaria, uterine inflammation, uterine perforation, vaginal cancer, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received - now this is a valid case, events were added: vaginal discharge, dysgeusia, dyspareunia, dysfunctional uterine bleeding, alopecia, blotchy skin, bacterial vaginosis infections, dental issues, aura migraines, frozen shoulder, back pain, anxiety, depression, bloating, headaches, urinary tract infections, weight gain, pelvic cramping, vision problem, nearsighted, profound chronic fatigue, vaginal cancer/vaginal non-hodgkin lymphoma stage large b cell,, migration of essure to fundus, neuropathy peripheral, brittle fingernails, digestive issues, horrendous neck, shoulder pain, rash, ibs, walk with limp, hair disorder, chronic pain severe pain in left hip, back issue, bacterial infection, gallblader issue, food sensitivities, perforation of fundus, on top of uterus, vision loss, abdominal pain, not feel my toes, inflammation in my uterus, my skin had hives, adenomyosis, did not conducted essure confirmation test, pain in extremities. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of fundus, on top of uterus'), device expulsion ('migration of essure to fundus'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), vaginal cancer ('rare vaginal cancer: vaginal non-hodgkin´s lymphoma stage 4 large b cell'), diffuse large b-cell lymphoma stage IV ('rare vaginal cancer: vaginal non-hodgkin´s lymphoma stage 4 large b cell'), gallbladder disorder ('gallblader issue'), blindness ('vision loss') and neuropathy peripheral ('neuropathy in both feet (after chemotherapy)') in a 50-year-old female patient who had essure (batch no. 857600) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "did essure placement and ablation the same time", device monitoring procedure not performed "did not conducted essure confirmation test" and treatment noncompliance "did not use birth control or contraception at any time following essure placement". The patient's medical history included knee operation in (B)(6) 2009, laparoscopic uterine nerve ablation (dysfunctional bleeding/ excessive bleeding), uterine mass, lymphoma, b-cell lymphoma, uterine fibroid, dysfunctional uterine bleeding, uterine ablation, hypomagnesemia, vaginal cancer, multigravida and parity 1. Previously administered products included for bleeding: progesterone from 2006 to 2011; for an unreported indication: (B)(6). Concurrent conditions included obesity. Concomitant products included aciclovir (acyclovir alpharma) from july 2014 to november 2014, potassium from july 2014 to november 2014 and proton pump inhibitors from 2014 to 2016. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced taste disorder ("couldn't taste food"), dyspareunia ("painful intercourse, very tender"), bacterial vaginosis ("bacterial vaginosis infections") and tooth loss ("dental issues (4 teeth fell out)"). In (B)(6) 2012, the patient experienced periarthritis ("frozen shoulder"). In (B)(6) 2012, the patient experienced back pain ("back pain"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("abdomen severe swelling/ extreme bloating"), headache ("headaches"), dysgeusia ("metal taste"), vertigo ("vertigo") and gastrointestinal disorder ("gi issues"). In 2012, the patient experienced migraine with aura ("aura migraines") and urinary tract infection ("urinary tract infections"). In (B)(6) 2012, the patient experienced alopecia ("hair loss which progressively got worse") and rash macular ("blotchy skin"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic cramping / pelvic pain where radiation occurred /severe cramping"), visual impairment ("vision problem") and fatigue ("profound chronic fatigue"). On (B)(6) 2014, the patient was found to have vaginal cancer (seriousness criterion medically significant) and diffuse large b-cell lymphoma stage IV (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced hair disorder ("hair is different take biotin (post chemo)") and neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia. In (B)(6) 2015, the patient experienced neck pain ("horrendous neck") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced onychoclasis ("brittle fingernails") and dyspepsia ("digestive issues"). On an unknown date, the patient experienced gallbladder disorder (seriousness criterion medically significant), myopia ("nearsighted"), rash ("horrible rash"), irritable bowel syndrome ("ibs"), gait disturbance ("walk with limp"), arthralgia ("chronic pain severe pain in left hip / joint pain"), back disorder ("back issue"), bacterial infection ("bacterial infection"), food allergy ("food sensitivities"), blindness (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe and persistent cramping/ abdomen pain/ shooting/crippling pain"), uterine inflammation ("inflammation in my uterus"), urticaria ("my skin had hives"), adenomyosis ("adenomyosis"), pain in extremity ("calves pain / leg pain"), premature ageing ("aged me overall due to chemo and radiation"), skin odour abnormal ("had a rotting smell coming out of me"), cyst ("extreme pain/severe pain due to cysts"), musculoskeletal stiffness ("stiff shoulder/ cannot get dressed or raise arm at times"), allergy to metals ("hypersensitivity reaction to nickel"), investigation noncompliance ("did not undergo essure confirmation test (had to pay cash, could not do it)"), increased tendency to bruise ("bruise easy on upper arm"), sinusitis noninfective ("sinuses are constantly inflamed") and anger ("so angry"). The patient was treated with antineoplastic agents, cortisone, ezetimibe (zetia), gabapentin, hydrocodone, hydromorphone hydrochloride (dilaudid), lorazepam (ativan), naproxen sodium (aleve), surgery (total hysterectomy, bilateral salpingo-oophorectomy, ablation, gallbladder removed and hysterectomy in (B)(6) 2015), bridge done, I wear a partial, had teeth extracted and chemotherapy and radiation. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, dysfunctional uterine bleeding, gallbladder disorder, onychoclasis, vaginal discharge, taste disorder, dyspareunia, alopecia, rash macular, weight increased, back pain, depression, abdominal distension, headache, urinary tract infection, pelvic pain, visual impairment, myopia, fatigue, dyspepsia, neck pain, musculoskeletal pain, rash, irritable bowel syndrome, gait disturbance, hair disorder, back disorder, bacterial infection, food allergy, blindness, abdominal pain, uterine inflammation, urticaria, pain in extremity, neuropathy peripheral, premature ageing, skin odour abnormal, cyst, musculoskeletal stiffness, allergy to metals, investigation noncompliance, increased tendency to bruise, sinusitis noninfective, dysgeusia, vertigo, gastrointestinal disorder and anger outcome was unknown and the vaginal cancer, diffuse large b-cell lymphoma stage IV, bacterial vaginosis, tooth loss, migraine with aura, periarthritis, anxiety, arthralgia and adenomyosis had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anger, anxiety, arthralgia, back disorder, back pain, bacterial infection, bacterial vaginosis, blindness, cyst, depression, device expulsion, diffuse large b-cell lymphoma stage IV, dysfunctional uterine bleeding, dysgeusia, dyspareunia, dyspepsia, fatigue, food allergy, gait disturbance, gallbladder disorder, gastrointestinal disorder, hair disorder, headache, increased tendency to bruise, investigation noncompliance, irritable bowel syndrome, migraine with aura, musculoskeletal pain, musculoskeletal stiffness, myopia, neck pain, neuropathy peripheral, onychoclasis, pain in extremity, pelvic pain, periarthritis, premature ageing, rash, rash macular, sinusitis noninfective, skin odour abnormal, taste disorder, tooth loss, urinary tract infection, urticaria, uterine inflammation, uterine perforation, vaginal cancer, vaginal discharge, vertigo, visual impairment and weight increased to be related to essure. The reporter commented: essure reomoved on (B)(6) 2015; diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. New event so angry was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of fundus, on top of uterus'), device expulsion ('migration of essure to fundus'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), vaginal cancer ('rare vaginal cancer: vaginal non-hodgkin´s lymphoma stage 4 large b cell'), diffuse large b-cell lymphoma stage IV ('rare vaginal cancer: vaginal non-hodgkin´s lymphoma stage 4 large b cell'), gallbladder disorder ('gallbladder issue'), blindness ('vision loss') and neuropathy peripheral ('neuropathy in both feet (after chemotherapy)') in a 50-year-old female patient who had essure (batch no. 857600) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "did essure placement and ablation the same time", device monitoring procedure not performed "did not conducted essure confirmation test" and treatment noncompliance "did not use birth control or contraception at any time following essure placement". The patient's medical history included knee operation in (B)(6) 2009, laparoscopic uterine nerve ablation (dysfunctional bleeding/ excessive bleeding), uterine mass, lymphoma, b-cell lymphoma, uterine fibroid, dysfunctional uterine bleeding, uterine ablation, hypomagnesemia, vaginal cancer, multigravida and parity 1. Previously administered products included for bleeding: progesterone from 2006 to 2011; for an unreported indication: yasmin. Concurrent conditions included obesity. Concomitant products included aciclovir (acyclovir alpharma) from (B)(6) 2014, potassium from (B)(6) 2014 and proton pump inhibitors from 2014 to 2016. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced taste disorder ("couldn't taste food"), dyspareunia ("painful intercourse, very tender"), bacterial vaginosis ("bacterial vaginosis infections") and tooth loss ("dental issues 4 teeth fell out"). In (B)(6) 2012, the patient experienced periarthritis ("frozen shoulder"). In (B)(6) 2012, the patient experienced back pain ("back pain"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("abdomen severe swelling/ extreme bloating"), headache ("headaches"), dysgeusia ("metal taste"), vertigo ("vertigo") and gastrointestinal disorder ("gi issues"). In 2012, the patient experienced migraine with aura ("aura migraines") and urinary tract infection ("urinary tract infections"). In (B)(6) 2012, the patient experienced alopecia ("hair loss which progressively got worse") and rash macular ("blotchy skin"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic cramping / pelvic pain where radiation occurred /severe cramping"), visual impairment ("vision problem") and fatigue ("profound chronic fatigue"). On (B)(6) 2014, the patient was found to have vaginal cancer (seriousness criterion medically significant) and diffuse large b-cell lymphoma stage IV (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced hair disorder ("hair is different take biotin post chemo") and neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia. In (B)(6) 2015, the patient experienced neck pain ("horrendous neck") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced onychoclasis ("brittle fingernails") and dyspepsia ("digestive issues"). On an unknown date, the patient experienced gallbladder disorder (seriousness criterion medically significant), myopia ("nearsighted"), rash ("horrible rash"), irritable bowel syndrome ("ibs"), gait disturbance ("walk with limp"), arthralgia ("chronic pain severe pain in left hip / joint pain"), back disorder ("back issue"), bacterial infection ("bacterial infection"), food allergy ("food sensitivities"), blindness (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe and persistent cramping/ abdomen pain/ shooting/crippling pain"), uterine inflammation ("inflammation in my uterus"), urticaria ("my skin had hives"), adenomyosis ("adenomyosis"), pain in extremity ("calves pain / leg pain"), premature ageing ("aged me overall due to chemo and radiation"), skin odour abnormal ("had a rotting smell coming out of me"), cyst ("extreme pain/severe pain due to cysts"), musculoskeletal stiffness ("stiff shoulder/ cannot get dressed or raise arm at times"), allergy to metals ("hypersensitivity reaction to nickel"), investigation noncompliance ("did not undergo essure confirmation test had to pay cash, could not do it"), increased tendency to bruise ("bruise easy on upper arm"), paranasal sinus inflammation ("sinuses are constantly inflamed") and anger ("so angry"). The patient was treated with antineoplastic agents, cortisone, ezetimibe (zetia), gabapentin, hydrocodone, hydromorphone hydrochloride (dilaudid), lorazepam (ativan), naproxen sodium (aleve), surgery (total hysterectomy, bilateral salpingo-oophorectomy, ablation, gallbladder removed and hysterectomy in (B)(6) 2015, bridge done, I wear a partial, had teeth extracted and chemotherapy and radiation. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, dysfunctional uterine bleeding, gallbladder disorder, onychoclasis, vaginal discharge, taste disorder, dyspareunia, alopecia, rash macular, weight increased, back pain, depression, abdominal distension, headache, urinary tract infection, pelvic pain, visual impairment, myopia, fatigue, dyspepsia, neck pain, musculoskeletal pain, rash, irritable bowel syndrome, gait disturbance, hair disorder, back disorder, bacterial infection, food allergy, blindness, abdominal pain, uterine inflammation, urticaria, pain in extremity, neuropathy peripheral, premature ageing, skin odour abnormal, cyst, musculoskeletal stiffness, allergy to metals, investigation noncompliance, increased tendency to bruise, paranasal sinus inflammation, dysgeusia, vertigo, gastrointestinal disorder and anger outcome was unknown and the vaginal cancer, diffuse large b-cell lymphoma stage IV, bacterial vaginosis, tooth loss, migraine with aura, periarthritis, anxiety, arthralgia and adenomyosis had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anger, anxiety, arthralgia, back disorder, back pain, bacterial infection, bacterial vaginosis, blindness, cyst, depression, device expulsion, diffuse large b-cell lymphoma stage IV, dysfunctional uterine bleeding, dysgeusia, dyspareunia, dyspepsia, fatigue, food allergy, gait disturbance, gallbladder disorder, gastrointestinal disorder, hair disorder, headache, increased tendency to bruise, investigation noncompliance, irritable bowel syndrome, migraine with aura, musculoskeletal pain, musculoskeletal stiffness, myopia, neck pain, neuropathy peripheral, onychoclasis, pain in extremity, paranasal sinus inflammation, pelvic pain, periarthritis, premature ageing, rash, rash macular, skin odour abnormal, taste disorder, tooth loss, urinary tract infection, urticaria, uterine inflammation, uterine perforation, vaginal cancer, vaginal discharge, vertigo, visual impairment and weight increased to be related to essure. The reporter commented: essure removed on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Lot number:857600, manufacturing date:2011-05, & expiration date:2014-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. Legacy device report num. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of fundus, on top of uterus"), device expulsion ("migration of essure to fundus"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal cancer ("rare vaginal cancer: vaginal non-hodgkin´s lymphoma stage 4 large b cell"), diffuse large b-cell lymphoma stage IV ("rare vaginal cancer: vaginal non-hodgkin´s lymphoma stage 4 large b cell"), gallbladder disorder ("gallbladder issue"), blindness ("vision loss") and neuropathy peripheral ("neuropathy in both feet (after chemotherapy)") in a 50-year-old female patient who had essure (batch no. 857600) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's past medical history included knee operation in (B)(6)2009 and laparoscopic uterine nerve ablation. Previously administered products included for an unreported indication: progesterone from 2006 to 2011 and yasmin in 2006. Concurrent conditions included obesity. Concomitant products included aciclovir (acyclovir alpharma [aciclovir]) from (B)(6)2014 to (B)(6)2014, pantoprazole (protonix) from 2014 to 2016 and potassium from (B)(6)2014 to (B)(6)2014. In (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced dysgeusia ("couldn't taste food"), dyspareunia ("painful intercourse, very tender"), bacterial vaginosis ("bacterial vaginosis infections") and tooth disorder ("dental issues"). In (B)(6)2012, the patient experienced periarthritis ("frozen shoulder"). In (B)(6)2012, the patient experienced back pain ("back pain"). In (B)(6)2012, the patient experienced weight increased ("weight gain"), abdominal distension ("bloating") and headache ("headaches"). In 2012, the patient experienced migraine with aura ("aura migraines"), anxiety ("anxiety"), depression ("depression") and urinary tract infection ("urinary tract infections"). In (B)(6)2012, the patient experienced alopecia ("hair loss which progressively got worse") and rash macular ("blotchy skin"). In (B)(6)2013, the patient experienced pelvic pain ("pelvic cramping / pelvic pain where radiation occurred /severe cramping"), visual impairment ("vision problem") and fatigue ("profound chronic fatigue"). On (B)(6)2014, the patient experienced vaginal cancer (seriousness criterion medically significant) and diffuse large b-cell lymphoma stage IV (seriousness criterion medically significant). In (B)(6)2014, the patient experienced hair disorder ("hair is different take biotin (post chemo)") and neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia. In (B)(6)2015, the patient experienced neck pain ("horrendous neck") and musculoskeletal pain ("shoulder pain"). In (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced onychoclasis ("brittle fingernails") and dyspepsia ("digestive issues"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), gallbladder disorder (seriousness criterion medically significant), myopia ("nearsighted"), rash ("horrible rash"), irritable bowel syndrome ("ibs"), gait disturbance ("walk with limp"), arthralgia ("chronic pain severe pain in left hip / joint pain"), back disorder ("back issue"), bacterial infection ("bacterial infection"), food allergy ("food sensitivities"), blindness (seriousness criterion medically significant), abdominal pain ("abdominal pain"), uterine inflammation ("inflammation in my uterus"), urticaria ("my skin had hives"), adenomyosis ("adenomyosis") and pain in extremity ("calves pain / leg pain"). The patient was treated with lorazepam (ativan), hydromorphone hydrochloride (dilaudid), hydrocodone, cortisone, surgery (total hysterectomy, bilateral salpingo-oophorectomy), surgery (hysterectomy in (B)(6)-2015), surgery (ablation), radiation therapy (chemotherapy and radiation), radiation therapy (chemotherapy and radiation) and surgery (gallbladder removed). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device expulsion, dysfunctional uterine bleeding, gallbladder disorder, onychoclasis, vaginal discharge, dysgeusia, dyspareunia, alopecia, rash macular, weight increased, back pain, depression, abdominal distension, headache, urinary tract infection, pelvic pain, visual impairment, myopia, fatigue, dyspepsia, neck pain, musculoskeletal pain, rash, irritable bowel syndrome, gait disturbance, hair disorder, back disorder, bacterial infection, food allergy, blindness, abdominal pain, uterine inflammation, urticaria, pain in extremity and neuropathy peripheral outcome was unknown and the vaginal cancer, diffuse large b-cell lymphoma stage IV, bacterial vaginosis, tooth disorder, migraine with aura, periarthritis, anxiety, arthralgia and adenomyosis had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back disorder, back pain, bacterial infection, bacterial vaginosis, blindness, depression, device expulsion, diffuse large b-cell lymphoma stage IV, dysfunctional uterine bleeding, dysgeusia, dyspareunia, dyspepsia, fatigue, food allergy, gait disturbance, gallbladder disorder, hair disorder, headache, irritable bowel syndrome, migraine with aura, musculoskeletal pain, myopia, neck pain, neuropathy peripheral, onychoclasis, pain in extremity, pelvic pain, periarthritis, rash, rash macular, tooth disorder, urinary tract infection, urticaria, uterine inflammation, uterine perforation, vaginal cancer, vaginal discharge, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of fundus, on top of uterus'), device expulsion ('migration of essure to fundus'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), vaginal cancer ('rare vaginal cancer: vaginal non-hodgkin´s lymphoma stage 4 large b cell'), diffuse large b-cell lymphoma stage IV ('rare vaginal cancer: vaginal non-hodgkin´s lymphoma stage 4 large b cell'), gallbladder disorder ('gallblader issue'), blindness ('vision loss') and neuropathy peripheral ('neuropathy in both feet (after chemotherapy)') in a 50-year-old female patient who had essure (batch no. 857600) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "did essure placement and ablation the same time", device monitoring procedure not performed "did not conducted essure confirmation test" and treatment noncompliance "did not use birth control or contraception at any time following essure placement". The patient's medical history included knee operation in (B)(6) 2009, laparoscopic uterine nerve ablation (dysfunctional bleeding/ excessive bleeding), uterine mass, lymphoma, b-cell lymphoma, uterine fibroid, dysfunctional uterine bleeding, uterine ablation, hypomagnesemia, vaginal cancer, multigravida and delivery. Previously administered products included for bleeding: progesterone from 2006 to 2011; for an unreported indication: yasmin. Concurrent conditions included obesity. Concomitant products included aciclovir (acyclovir alpharma) from (B)(6) 2014 to (B)(6) 2014, potassium from (B)(6) 2014 to (B)(6) 2014 and proton pump inhibitors from 2014 to 2016. In december 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced taste disorder ("couldn't taste food"), dyspareunia ("painful intercourse, very tender"), bacterial vaginosis ("bacterial vaginosis infections") and tooth loss ("dental issues (4 teeth fell out)"). In (B)(6) 2012, the patient experienced periarthritis ("frozen shoulder"). In (B)(6) 2012, the patient experienced back pain ("back pain"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("abdomen severe swelling/ extreme bloating"), headache ("headaches"), dysgeusia ("metal taste"), vertigo ("vertigo") and gastrointestinal disorder ("gi issues"). In 2012, the patient experienced migraine with aura ("aura migraines") and urinary tract infection ("urinary tract infections"). In (B)(6) 2012, the patient experienced alopecia ("hair loss which progressively got worse") and rash macular ("blotchy skin"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic cramping / pelvic pain where radiation occurred /severe cramping"), visual impairment ("vision problem") and fatigue ("profound chronic fatigue"). On (B)(6) 2014, the patient was found to have vaginal cancer (seriousness criterion medically significant) and diffuse large b-cell lymphoma stage IV (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced hair disorder ("hair is different take biotin (post chemo)") and neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia. In (B)(6) 2015, the patient experienced neck pain ("horrendous neck") and musculoskeletal pain ("shoulder pain"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced onychoclasis ("brittle fingernails") and dyspepsia ("digestive issues"). On an unknown date, the patient experienced gallbladder disorder (seriousness criterion medically significant), myopia ("nearsighted"), rash ("horrible rash"), irritable bowel syndrome ("ibs"), gait disturbance ("walk with limp"), arthralgia ("chronic pain severe pain in left hip / joint pain"), back disorder ("back issue"), bacterial infection ("bacterial infection"), food allergy ("food sensitivities"), blindness (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe and persistent cramping/ abdomen pain/ shooting/crippling pain"), uterine inflammation ("inflammation in my uterus"), urticaria ("my skin had hives"), adenomyosis ("adenomyosis"), pain in extremity ("calves pain / leg pain"), premature ageing ("aged me overall due to chemo and radiation"), skin odour abnormal ("had a rotting smell coming out of me"), cyst ("extreme pain/severe pain due to cysts"), musculoskeletal stiffness ("stiff shoulder/ cannot get dressed or raise arm at times"), allergy to metals ("hypersensitivity reaction to nickel"), investigation noncompliance ("did not undergo essure confirmation test (had to pay cash, could not do it)"), contusion ("bruise easy on upper arm") and sinusitis noninfective ("sinuses are constantly inflamed"). The patient was treated with antineoplastic agents, cortisone, ezetimibe (zetia), gabapentin, hydrocodone, hydromorphone hydrochloride (dilaudid), lorazepam (ativan), naproxen sodium (aleve), surgery (total hysterectomy, bilateral salpingo-oophorectomy, ablation, gallbladder removed and hysterectomy in (B)(6) 2015), bridge done, I wear a partial, had teeth extracted and chemotherapy and radiation. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, dysfunctional uterine bleeding, gallbladder disorder, onychoclasis, vaginal discharge, taste disorder, dyspareunia, alopecia, rash macular, weight increased, back pain, depression, abdominal distension, headache, urinary tract infection, pelvic pain, visual impairment, myopia, fatigue, dyspepsia, neck pain, musculoskeletal pain, rash, irritable bowel syndrome, gait disturbance, hair disorder, back disorder, bacterial infection, food allergy, blindness, abdominal pain, uterine inflammation, urticaria, pain in extremity, neuropathy peripheral, premature ageing, skin odour abnormal, cyst, musculoskeletal stiffness, allergy to metals, investigation noncompliance and contusion outcome was unknown and the vaginal cancer, diffuse large b-cell lymphoma stage IV, bacterial vaginosis, tooth loss, migraine with aura, periarthritis, anxiety, arthralgia and adenomyosis had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, back disorder, back pain, bacterial infection, bacterial vaginosis, blindness, contusion, cyst, depression, device expulsion, diffuse large b-cell lymphoma stage IV, dysfunctional uterine bleeding, dysgeusia, dyspareunia, dyspepsia, fatigue, food allergy, gait disturbance, gallbladder disorder, gastrointestinal disorder, hair disorder, headache, investigation noncompliance, irritable bowel syndrome, migraine with aura, musculoskeletal pain, musculoskeletal stiffness, myopia, neck pain, neuropathy peripheral, onychoclasis, pain in extremity, pelvic pain, periarthritis, premature ageing, rash, rash macular, sinusitis noninfective, skin odour abnormal, taste disorder, tooth loss, urinary tract infection, urticaria, uterine inflammation, uterine perforation, vaginal cancer, vaginal discharge, vertigo, visual impairment and weight increased to be related to essure. The reporter commented: essure reomoved on (B)(6) 2015; diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter added. On 23-mar-2020: social media: new reporter added. On 23-mar-2020: social media: new events added (dysgeusia, vertigo and gastrointestinal disorder). On 23-mar-2020: social media: new reporter added. On 23-mar-2020: social media: new event of "sinusitis non-infective" added. On 14-apr-2020: the cases 2017-240776 (MFR# 2951250-2017-10924) and 2019-219786 (MFR# 2951250-2019-12112) were identified as a follow up of this case. Therefore, the cases 2017-240776 and 2019-219786 were deleted from argus database.patient¿s relevant history, concomitant drug information, treatment drugs were added.previous event ¿dental issues¿ was updated to dental issues (4 teeth fell out) and recoded to teeth fell out. New events added: aged me overall due to chemo and radiation, had a rotting smell coming out of me, extreme pain/severe pain due to cysts, stiff shoulder/ cannot get dressed or raise arm at times, hypersensitivity reaction to nickel, did essure placement and ablation the same time, did not use birth control or contraception at any time following essure placement, did not undergo essure confirmation test (had to pay cash, could not do it) and bruise easy on upper arm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.